Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
(Toothbrush head falls off quickly and) stabbed myself in mouth [mouth injury]; (toothbrush head falls off quickly and) stabbed myself in lips [lip injury]; toothbrush head comes loose and falls off quickly - oral-b [device breakage]; toothbrush head falls off quickly and stabbed myself in mouth and lips [injury associated with device]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that while using an oral-b power toothbrush, version unknown, the oral-b brushheads, version unknown will not stay on securely, and the reporter had stabbed himself/herself in the mouth and lips multiple times when the brush head falls off quickly. The reporter stated he/she had used generic and oral-b brush heads, and all of them seem to come loose very easily. The case outcome was unknown. On 10-jun-2016 consumer follow-up e-mail: the consumer reported that the oral-b brand toothbrush head will not stay on the oral-b toothbrush. The head would stay on the toothbrush securely for a few weeks, but then it would not stay on at all. The brush head had slipped off multiple times during brushing, and stabbed the reporter's lip/mouth. The consumer reported having to sometimes hold the toothbrush head with a finger while brushing. The toothbrush was reported to be a few years old. The case outcome was unknown. On 17-jun-2016 consumer follow-up e-mail: the consumer reported the type of toothbrush used was oral-b triumph professional care 9000. The case outcome was unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
(Toothbrush head falls off quickly and) stabbed myself in mouth [mouth injury], (toothbrush head falls off quickly and) stabbed myself in lips [lip injury], toothbrush head comes loose and falls off quickly - oral-b [device breakage], toothbrush head falls off quickly and stabbed myself in mouth and lips [injury associated with device]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that while using an oral-b power toothbrush, version unknown, the oral-b brushheads, version unknown will not stay on securely, and the reporter had stabbed himself/herself in the mouth and lips multiple times when the brush head falls off quickly. The reporter stated he/she had used generic and oral-b brush heads, and all of them seem to come loose very easily. The case outcome was unknown. 10-jun-2016 consumer follow-up e-mail: the consumer reported that the oral-b brand toothbrush head will not stay on the oral-b toothbrush. The head would stay on the toothbrush securely for a few weeks, but then it would not stay on at all. The brush head had slipped off multiple times during brushing, and stabbed the reporter's lip/mouth. The consumer reported having to sometimes hold the toothbrush head with a finger while brushing. The toothbrush was reported to be a few years old. The case outcome was unknown. 17-jun-2016 consumer follow-up e-mail: the consumer reported the type of toothbrush used was oral-b triumph professional care 9000. The case outcome was unknown.

Manufacturer narrative:
A 25-aug-2016 product investigation results: reporter returned one suspect triumph brush handle and one concomitant toothbrush head on 12-jul-2016. Toothbrush head confirmed to be counterfeit.

Event description:
(Toothbrush head falls off quickly and) stabbed myself in mouth [mouth injury]; (toothbrush head falls off quickly and) stabbed myself in lips [lip injury]; toothbrush head comes loose and falls off quickly - oral-b [device breakage]; toothbrush head falls off quickly and stabbed myself in mouth and lips [injury associated with device]. Case description: a consumer of unspecified age and gender reported via e-mail on 02-jun-2016 that while using an oral-b power toothbrush, version unknown, the oral-b brushheads, version unknown will not stay on securely, and the reporter had stabbed himself/herself in the mouth and lips multiple times when the brush head falls off quickly. The reporter stated he/she had used generic and oral-b brush heads, and all of them seem to come loose very easily. The case outcome was unknown. A 10-jun-2016 consumer follow-up e-mail: the consumer reported that the oral-b brand toothbrush head will not stay on the oral-b toothbrush. The head would stay on the toothbrush securely for a few weeks, but then it would not stay on at all. The brush head had slipped off multiple times during brushing, and stabbed the reporter's lip/mouth. The consumer reported having to sometimes hold the toothbrush head with a finger while brushing. The toothbrush was reported to be a few years old. The case outcome was unknown. A 17-jun-2016 consumer follow-up e-mail: the consumer reported the type of toothbrush used was oral-b triumph professional care 9000. The case outcome was unknown. On 25-aug-2016: the suspect product in this case was used with a toothbrush head that was confirmed to be counterfeit.

Manufacturer narrative:
On (B)(6) 2016:product investigation results: reporter returned one suspect triumph brush handle and one concomitant oral-b power oral care refill cross action on (B)(6) 2016. Preliminary testing suggested toothbrush head to be counterfeit. On (B)(6) 2016: full product investigation completed. The result of this analysis with returned product showed that inadequate handling led to the reported issue.

Event description:
(Toothbrush head falls off quickly and) stabbed myself in mouth [mouth injury]; (toothbrush head falls off quickly and) stabbed myself in lips [lip injury]; toothbrush head comes loose and falls off quickly - oral-b [device breakage]; toothbrush head falls off quickly and stabbed myself in mouth and lips [injury associated with device]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that while using an oral-b power toothbrush, version unknown, the oral-b brushheads, version unknown will not stay on securely, and the reporter had stabbed himself/herself in the mouth and lips multiple times when the brush head falls off quickly. The reporter stated he/she had used generic and oral-b brush heads, and all of them seem to come loose very easily. The case outcome was unknown. (B)(6) 2016 consumer follow-up e-mail: the consumer reported that the oral-b brand toothbrush head will not stay on the oral-b toothbrush. The head would stay on the toothbrush securely for a few weeks, but then it would not stay on at all. The brush head had slipped off multiple times during brushing, and stabbed the reporter's lip/mouth. The consumer reported having to sometimes hold the toothbrush head with a finger while brushing. The toothbrush was reported to be a few years old. The case outcome was unknown. (B)(6) 2016 consumer follow-up e-mail: the consumer reported the type of toothbrush used was oral-b triumph professional care 9000. The case outcome was unknown. (B)(6) 2016: the suspect product in this case was used with a toothbrush head that was confirmed to be counterfeit. (B)(6) 2016 update: suspect product coding has been updated to oral-b triumph professional care 9000 series toothbrush.